Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's blood glucose readings were not saved in the history of the adc freestyle libre reader and she "doesn't have any active sensor". Customer reportedly was "hypoglycemic", experienced a seizure and lost consciousness. Customer was diagnosed with severe hyperglycemia and was treated with unspecified amount of insulin by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported that the customer's blood glucose readings were not saved in the history of the adc freestyle libre reader and she "doesn't have any active sensor". The customer reportedly was "hypoglycemic", experienced a seizure and lost consciousness. The customer was diagnosed with severe hyperglycemia and was treated with unspecified amount of insulin by a healthcare provider.there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed